Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source and the following citation was reviewed: hayashi s, hashimoto s, kuroda y, nakano n, matsumoto t, kamenaga t, niikura t, kuroda r. Hydroxyapatite-coated compaction short stem represents a characteristic pattern of peri-prosthetic bone remodeling after total hip arthroplasty. Arch orthop trauma surg. 2021 aug 25. Doi: 10.1007/s00402-021-04140-3. Epub ahead of print. Pmid: 34435238. Objective and methods: the aim of the study was to investigate the differences in peri-prosthetic bone remodeling between the full hydroxyapatite (ha) collard compaction stem (actis) and the short tapered -wedge stem (tri-lock). The study included 159 joints (64 actis stems & 95 tri-lock stems. No revision surgeries were performed in either group. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: actis femoral stem; tri-lock femoral stem. Adverse event(s) and provided interventions in actis group: qty 1 intraoperative fracture occurred in one patient involving the small body and it healed without further treatment. General notation of periprosthetic bone remodeling and bone mineral density loss noted at every radiographic follow up (exact quantities cannot be determined with provided information). Figure 2 radiographic image of case 1 of periprosthetic bone remodeling and bone mineral density loss . Figure 2 radiographic image of case 2 of periprosthetic bone remodeling and bone mineral density loss . Adverse event(s) and provided interventions in tri-lock group: qty 2 cases of subsidence within 2 mm and stopped around 2 months after surgery. No information regarding interventions or functional consequences. General notation of periprosthetic bone remodeling and bone mineral density loss noted at every radiographic follow up (exact quantities cannot be determined with provided information). Qty 18 patients report thigh pain occurring 24 months post implantation.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was not received for examination. The x-ray images and implant photos within the journal article have been reviewed. Visual examination of the x-ray evidence did not identify any indication that the device contributed to the reported event. No evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.